Event description:
It was reported the battery icon on the insulin pump always shows it is full. Customer's blood glucose was 11 mmol/l. Customer reported multiple issues with the insulin pump. Customer reported the device alarmed low battery and the battery icon is not less then two bars. Battery did not last more then a week and customer does not use the sensor. Customer was advised to clean battery compartment and to use proper battery for the device. Customer reported since she saw the indicator was full she choose to ignore the alarm and later the device shutoff. Customer was advised to change out battery and to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.